Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the plug unit is corroded, which is preventing the image from displaying. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that in the colonovideoscope the screen was not coming out. The issue occurred during inspection for use. There were no reports of patient involvement.